Event description:
It was reported that a nurse on my team disconnected a patient from their 5fu pump and noted that there was white powder on the patients skin around the port. When he flushed the line, fluid came out at the top of the needle (near the butterfly wings). He then removed the dressing and deaccessed the port-a-cath to clean the site. Unfortunately, the patient did have some redness at the port site that we expect with exposure to 5fu. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.